Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacture has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced lead migration (confirmed by x-rays). As a result, surgical intervention was taken wherein the lead was explanted and replaced with another model to resolve the issue.

Event description:
Additional information received identified the patient lost therapy due to the lead migration prior to the surgery. Effective stimulation was restored postoperatively.